Event description:
Boston scientific received information that a latitude red alert was received from this system due to low shocking impedance measurements. The physician was made aware of the alert. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
--